Manufacturer narrative:
Device evaluation summary: visual inspection shows one of the jaw tips is broken off. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transthoracic ablation procedure using the cardioblate gemini device, the guide broke off on the ablation jaws after a total of 27 ablations and four instances of unclipping and reclipping the guides. The device was not replaced to complete the procedure. The broken guide was retrieved using long forceps during the minimally invasive procedure. Medtronic received additional information that there was no damage to the packaging. No other devices in the same box/shipping container were damaged.